Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited undersensing. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.